Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user announcing a meal that was likely too large for the amount of carbohydrates consumed, resulting in an excess of insulin.

Event description:
On (B)(6) 2024 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. The incident occurred after the user consumed a salad without meal announcement, then later announced a "lunch usual" for a small juice at 1:30 am. During this episode, bystanders called 911 as user showed signs of low bg as they struggled to maintain coordination. The user's bg dropped to 47 mg/dl. Ems provided an IV with sugar water, and user's glucose was in the high 100s upon ER arrival, where monitoring continued. During follow-up with the css, the user expressed concerns about frequent lows and acknowledged possible missed meal announcements. The user discussed with the css the importance of timely meal announcements, low treatment using glucose tablets, and tracking their supplies to prevent insulin shortages.